Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2021 / lot#: 2002669048 UDI #: (B)(4) device available for evaluation: no mfg date: 28-feb-2019 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for hemolysis, dark urine and suspected pump thrombus with associated power consumption above normal and several high watts alarms. A computerized tomography (CT) scan was performed and there was no evidence of thrombus in outflow tract. It was stated that the thrombus obstructed the outflow graft from the pump. The patient had an increase in creatinine, lactate dehydrogenase (ldh) and plasma free hemoglobin. The patient was treated with intravenous (IV) medication. The patient was taken to the operating room (or) as the vad and the outflow graft were explant and exchanged to a competitors device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the associated outflow graft (2002669048) were not returned for evaluation. The reported high power event was confirmed via review of the available autologs report, which revealed several consistent increases in power consumption to parameters above the normal operating range between (B)(6) 2022 and (B)(6) 2022. A slight, sustained decrease in power consumption and estimated flows was logged starting on (B)(6) 2022 followed by a steady increase in power consumption and estimated flows starting on (B)(6) 2022, leading to parameters above the normal operating range. Twenty-five (25) high watt alarms were logged on (B)(6) 2022. Information provided by the site indicated that the patient was admitted for hemolysis, dark urine, and suspected pump thrombus. The patient had an increase in creatinine, lactate dehydrogenase (ldh), and plasma free hemoglobin. The patient was treated with intravenous (IV) medication and the vad was explanted. Based on the available information, the device may have caused or contributed to the reported event. Based on the historical review of similar high power events and the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow graft - 2002669048 h6: FDA device code(s): axx h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.